Event description:
Info rec'd indicates the bed has no head up function.

Manufacturer narrative:
The technician isolated the issue to a stuck valve due to dirty hydraulic fluid. The technician replaced the hydraulic manifold to repair the bed.